Event description:
It was reported that the catheter fell out of the patient with a deflated balloon, due to balloon damage. This incident occurred on the 6th day of use after placement and no patient injury was reported. Upon inspection, the user observed a white material inside the damaged balloon. The facility did not confirm if there were missing pieces or if any were remaining inside of the patient's body.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection verified and observed a white material on the balloon area of the returned catheter. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon, due to balloon damage. This incident occurred on the 6th day of use after placement and no patient injury was reported. Upon inspection, the user observed white material inside the damaged balloon. The facility did not confirm if there were missing pieces or if any were remaining inside of the patient's body.